Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The fastener of the tigerpaw system ii device was not engaged. The second tigerpaw system ii device was used to complete procedure. "There was no tissue damage or negative patient outcome. No delay to the case" per surgeon.